Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a flat crease, wear abrasion and the weight to the specification. Cloudiness and voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "incision has never been right, red rash, bubbles under the tissue, hard as a rock," and "capsular contracture," baker grade unknown. Device has been explanted.

Event description:
Patient reported right side "incision has never been right, red rash, bubbles under the tissue, hard as a rock," and "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "incision has never been right, red rash, bubbles under the tissue, hard as a rock," and "capsular contracture," baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "incision has never been right, red rash, bubbles under the tissue, hard as a rock," and "capsular contracture," baker grade unknown. Device remains implanted.